Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that catheter crack occurred. The target lesion was located in left lower extremity. An angiojet solent omni was selected for use in a thrombectomy procedure. During the procedure, after completing power pulse and preparing for thrombectomy, the physician pressed the instrument for two seconds to initiate immersion, but it stopped working, indicating it should have been fully submerged in saline. It was initially assumed that the needle had not been fully inserted into the saline. The 500 ml saline bag was replaced; however, the same issue persisted. The equipment was then powered off and on again to troubleshoot. When it was ready for priming, the catheter was withdrawn from the patient, and a crack was observed on it. The procedure was completed with another of the same device. There were no patient complications as a result of this event.